Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer. However the investigation of said device is still in progress at the time of this report. Upon completion of the investigation, this report will be updated.

Event description:
Customer complaint alleges the plastic container did not puncture. Alleged issue was detected prior to use on a patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). An empty water bottle , product 381-50, was received for evaluation. Upon visual inspection, the bottom puncture port did not show a complete puncture. The plastic of the bottle was pushed in forming a "sleeve" instead of clean puncture. A DHR review could not be performed as the lot number on the bottle label is not able to be identified due to the label being partially removed. Based on the investigation performed, the reported complaint that the bottle did not puncture was confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges the plastic container did not puncture. Alleged issue was detected prior to use on a patient. Patient condition reported as "fine."